Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pumps screen was going dim too quickly. The customer¿s blood glucose was 215 mg/dl. Customer stated that they cannot complete a rewind on the insulin pump without having to press a button to get the screen to turn back on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test. No rewind anomaly or back light anomaly noted during testing. Device received with missing display window cover and damaged serial number label.